Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, disappearance of image during angle operation, could not be identified. Could not conclusively specify the root cause of the suggested event. Based on the results of the following investigation, the image sensor unit was damaged, which may have led to the occurrence of the event. As for the cause of the damage, since abnormality image during angle operation was occurred, it was possible that the damage occurred due to irregular loading on the bending section, or the biopsy channel leaked, and the moisture damaged the image sensor unit and other electronic components. However, we could not specify the event. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black screen when turning the angle of the bronchovideoscope. The issue occurred during preparation of the device for an unknown procedure. The facility finished the procedure with the replacement device, with no delay. There were no reports of patient harm.